Event description:
It was reported the colonovideoscope had a scope communication error appear on the screen when it was connected, and fuzzy lines appeared on the screen. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
B3 - date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: communication error b30. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a fluid invasion, a communication error was produced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.